Event description:
The user facility reported a 59-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that after impella cp placement, there was noted limb ischemia due to the small nature of the femoral artery. The ischemia was treated by placing external bypass. The distal limb was then perfused effectively. The patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
There is not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation into the limb ischemia - reversible issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.